Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspection was performed on the returned device. The reported leak was confirmed to be due to a cracked hub. It is likely that rotator on the syringe or flushing device was over-tightened causing the sidearm to crack at the threads. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an 8.0 x 40 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was selected for the procedure. During prep (air aspiration) the pta catheter was observed to be leaking contrast from a hole in the side of the plastic hub. The pta catheter was not used in the procedure. There was no patient involvement. A new 8.0 x 40 mm armada 35 pta catheter was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.